Manufacturer narrative:
A service history review was performed and revealed that the device was serviced less than 12 months ago for front panel replacement. The cause of the condition was determined to be the front door cover assembly, which requires replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿1-2-3 keys and the arrow to the left of 1¿ of a novum iq large volume pump did not work. This occurred during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. During functional testing, the key 1,2, 3 and top left softkey were not working. A service history review was performed and revealed that the front panel had been replaced; however, the servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be damaged keys. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.